Event description:
It was reported to philips that the system's control module geometry button was damaged, which could impact geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.